Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was also reported there was an increasing impedance. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. There was an apparent noise on the egm collected in memory. Auto lead diagnostics shows an increase in the atrial l ead impedance from an average of approximately 300 ohms to over 2000 ohms. (B)(4).

Event description:
It was reported that the patient's device was previously interrogated and the device was reprogrammed to unipolar due to sensing noise on the right atrial (ra) lead. It is now reported there is nonphysiological noise on the lead in unipolar. High impedance was also noted. A fracture on the outer coil which could indicate a fracture on the inner coil as well was suspected. The lead remains in use. No patient complications have been reported as a result of this event.